Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the physician experienced placement difficulty fixating the right ventricular (rv) lead resulting in low sensing values. Upon checking the lead, the physician noted the helix of the lead to be bent. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.